Event description:
Patient was intubated with endotracheal tube. When the tube was attached to the nim machine, it did not work. The endotracheal tube was functioning properly, but the nim capability did not function. The tube was replaced with another identical device, and the second one worked properly with the nim machine.